Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer unintentionally entered 8.15 units/hour(u/hr) as a basal rate instead of the intended 0.815 units. Reportedly, blood glucose (bg) level decreased to approximately 26 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous (IV) fluids and glucose. Approximately 7 hours later, the customer left the ER with a bg level of 450 (mg/dl) and was feeling better. Additionally, the customer reported having adjusted to the accurate basal rate setting.